Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including an ipg, on (B)(6) 2008. It was reported the ipg was explanted and replaced due to a loss of telemetry. The explanted ipg was returned to the MFR for analysis. F/u on the patient found no further issues reported.